Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of 155 mg/dl using truemetrix meter and 125 mg/dl using trueresult meter. Date and time is not currently set up in either meter; customer stated tests were performed back to back. The customer's expected fasting blood glucose test result range is 105 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): the 155mg/dl (B)(6) 2017 12:44 pm fasting:yes, 231mg/dl (B)(6) 2017 11:14 am fasting:yes, 200mg/dl (B)(6) 2017 11:50 am fasting:yes. Memory concerns: 231 mg/dl. Customer called regarding results that he is getting from his true metrix meter versus his true result meter. Customer states that his true metrix is reading higher than what his true result meter is reading.